Manufacturer narrative:
(B)(4). Batch #: t5cy5y. (B)(4). Investigation summary: this is an analysis for a photo submitted to ethicon endo surgery for evaluation. Upon visual inspection of one photo, the following was observed: the photo shows three reloads, reload at the top of the picture, it is a gold reload fully fired, with the pan completely detached from the reload, with body fluids on it. The reload at the middle of the picture, appears to be unfired with evidence of body fluids; the reload at the bottom of the picture is a green reload, the upside-down view that appears to be fully fired. Based on the photo the event describe is confirmed, however no conclusion or root cause could be determined. The product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned reload. Visual analysis of the returned sample determined that one gst60d reload was received fully fired, with the pan completely detached from the reload. As part of our quality process, the manufacturing records of this batch were reviewed, and the manufacturing standards were met prior to the release of this batch. It should be noted that product failure is multifactorial. It is also possible that handling by the customer could dislodge the pan. Dislodgement as a result of the removal of the reload from the device is the most likely scenario. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications.

Event description:
Gst60d refill is assembled in the jaw of the echelon powered stapler, after cutting and stapling, the used refill is removed and the metal base of the refill is detached. No patient consequence reported.